Event description:
A customer reported damage to the pump housing around the usb port, affecting the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer had no backup insulin delivery therapy available and planned to contact a healthcare provider. Technical support arranged to replace the pump and provided instructions for returning the damaged pump with a pre-paid label, which the customer acknowledged.